Manufacturer narrative:
This investigation is on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
During use of an is-7f07 introducer sheath, at (B)(6) hospital on (B)(6) 2018, it is reported the micro introducer sheath broke inside the vessel and had to be removed with instrumentation. No patient injury reported. The device is expected to return for analysis.

Manufacturer narrative:
One introducer was returned for review. It was visually confirmed that breakage had occurred along the shaft of the introducer. The other end of the introducer was not returned. The breakage site was examined under magnification and the edges of the site were jagged and curled as though the introducer had been twisted and torn apart using a sharp instrument and excessive force. A definite root cause for the breakage issue could not be determined with confidence. Since the introducer is made of a flexible material, breakage would have to be from an excessive tensile force. Based on the exhibited damage at the breakage site, the introducer was most likely punctured with a sharp object and pulled apart. This issue was most likely related to damage during use.